Event description:
Reportedly, when an attempt was made to administer device defibrillator therapy to a pt, a connect electrodes prompt was observed, and the defibrillator could not be charged as a result. A medic obtained a lifepak 10 defibrillator/monitor/pacemaker from their vehicle and it was used to treat the pt. The pt was admitted to the hospital with pulse and pressure. The reporter indicated pt outcome was not affected by the discrepancy, due to ready use of the backup device.